Event description:
Information was received from a patient regarding an external device. It was reported that they kept getting error code system problem rm03 when trying to charge their implant. Patient mentioned that the issue had been getting worse to where sometimes they could charge their implant but now, they couldn't. Patient confirmed that the paddle was getting warmer than usual. During the call, patient was checking for damage on the recharger and stated that next to the paddle, it looked a little worn. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger h3: product ID 97755 (serial:(B)(6) was returned for product analysis. Analysis found there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic".  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.